Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient noted that the rubber on the up arrow keypad was worn and the ok keypad button symbol was worn away. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive and required multiple presses with increased force to elicit a response; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.